Manufacturer narrative:
Follow up #1 submitted 06/14/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 07/14/2016 with the following findings: review of the basal history in the pump revealed the total daily basal deliveries were correct and bolus deliveries correctly reflected the daily insulin delivery totals. The pump settings revealed an insulin-to-carbohydrate ratio set to 1 unit:22 grams. Using the patient¿s settings, an ez-carb bolus was performed during investigation for 220 carbohydrates at the target blood glucose level. The pump correctly calculated a suggested 10 unit bolus. Investigation did not duplicate the complaint and the pump was determined to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump properly calculated bolus amounts with the ezcarb feature; however, when the user attempted to deliver the recommended amount, the bolus had to be done twice because the pump only displayed 0.00u on the first attempt. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.